Manufacturer narrative:
Insulin pump passed displacement test, active current measurement, sleep current measurement, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error 37, error 23 and error 48 noted during testing. The motor was tested outside of the device and passed. Pump received error 75 during self test, problem isolated to electrical board 1.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was able to clear alarm and finish process. Customer stated that the insulin pump failed self test. Customer was unable to do troubleshoot at that moment. The insulin pump will be returned for analysis.